Event description:
The customer reported the ma is going down when it makes exposure. No pt injury was reported.

Manufacturer narrative:
The sys receives low ma error code during film shots. The svc rep troubleshot the sys and found batteries to be at fault. He removed bad batteries and installed new batteries. The rep verified sys boots up and operates with no errors. Sys operates as intended.